Event description:
Trinity dual mobility revision of all components after approximately 2 years and 1 month due to a peri-prosthetic fracture following a fall and also infection.

Manufacturer narrative:
Per comp (B)(4) initial report. Additional information including: - post primary and pre revision x-rays. - operative notes (primary and revision). - patient weight, activity level and medical history. - did the patient follow correct post-op protocol? - an update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.